Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent gastric cancer surgery via midline laparotomy on an unknown date and suture was used. The patient experienced infection on unknown date. It was reported that patient symptoms including pus, erythema, pain and fever. It was reported that the patient possibly experienced intra-abdominal infection through the surgical site. It was also reported that the patient possibly experienced seroma, tenderness, edema, local heating, wound dehiscence, and purulent discharge. Additional information has been requested.